Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed an infection in an open wound under her arms due to a reported allergy to nylon. The patient was prescribed antibiotics and told to remove the lifevest until the infection clears. Upon follow up the patient reported the skin irritation was improving.